Manufacturer narrative:
Reported issue was confirmed. Investigation revealed the shaft frosting was due to a vacuum failure. Device history review completed, serial number (B)(4) was normal.

Event description:
While pretesting the probes, it was noticed that ice formed all the way up the shaft. The probe was removed and replaced with another r2.4l.